Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient¿s rhythm was atrial fibrillation (af) with rapid ventricular response with twos seen during events. The physician determined the patient was dehydrated with electrolyte imbalance and was non-complaint with medications.

Manufacturer narrative:
Concomitant medial product: 5076-52 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, the rv lead exhibited oversensing on stored episodes as t-wave oversensing (twos) was also noted on the transmission episode list. The rv lead remains in use. No patient complications have been reported as a result of this event.